Event description:
It was reported that the patient cable of the mobile power unit was loose at the rubber around the black and white connectors. The system functioned as intended. The patient cable would be replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber encasing around the black and white connector on the mobile power unit (mpu) patient cable being loose was confirmed. This separation does not affect system support. (B)(6) was evaluated at the european distribution center (edc), and the reported event was confirmed via visual inspection of the returned unit. (B)(6) was functionally tested and functioned as intended during analysis; the observed damage did not affect the mpu function. The damaged patient cable was replaced. A complete functional checkout was performed, and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. The repaired heartmate mobile power unit, serial number (B)(6), was returned to the rental/loaner site. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on 17nov2017. The heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook and section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.